Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient's mother reported the pink slide did not move forward and the cannula deployed but appeared bent. The patient's blood glucose levels rose to 400 mg/dl while wearing the pod for between 37 and 48 hours. As treatment, the patient's mother applied a new pod.